Event description:
It was reported that during the prior to use inspection, it was noticed that the coating was coming off the guidewire. The guide wire was not used in the pt.

Manufacturer narrative:
Information from section f was completed by the manufacturer. Evaluation summary: quality assurance analysis of the returned device revealed the unit was returned with the teflon having been scrapped off, leaving shavings hanging from the guide wire core. There were several gouges and nicks. Quality engineering concluded that there was no peeling of the teflon coat on the device. There is evidence that the torque device damaged the teflon coating which is confirmed by the proximity of the gouges and nicks in the teflon. Quality engineering concluded that no corrective action is warranted at this time. As part of co's quality process, 100% of all guide wires are inspected during the packaging phase of manufacturing microscopically for damage, bends and kinks to ensure proper device structre and integrity. This MDR is considered closed by the quality assurance department.